Event description:
Vitamin d total assay on the siemens centaur xp is producing seemingly sporadic, falsely elevated results (normal range is 301-100 ng/ml). Since the assay is new to the MFR and also our lab, ten samples with results >100 ng/ml were sent to a reference lab for comparison in an attempt to confirm our elevated results. Nine out of ten results came back approx 50% lower and well within the normal range. Comparison with a third lab demonstrated correlation between the two reference labs, who use different analyzers and methodologies, neither of which is the centaur xp. Random samples spanning the normal range were also sent for comparison, and demonstrated good correlation. Further investigation into the assay revealed that manual dilutions of these elevated samples were not recovering anywhere near what the original undiluted result was. Instead they were recovering at around 50% of the original sample, even after the calculation had been factored in.